Manufacturer narrative:
If explanted; give date: not applicable since lens remains implanted, not explanted. Phone no.: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that doctors complained about a microcrack found after implantation of the lens, during the operation. The crack is located parallel to the place of transition of the haptics to the optics, not on the optical zone. Patient information cannot be provided due to personal data privacy legislation/policy. Material not available for investigation. No patient injury has been reported so far. No further information has been provided.